Event description:
It was reported that pump showed malfunction code 24 and stopped working after it had been in the same room as patient during MRI while customer followed technician instructions. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for putting old pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect cgm on replacement pump.